Manufacturer narrative:
The reagent lot number is 889226. The expiration date was requested but not provided. The field service engineer (fse) inspected the module and found the overflowing cuvettes and clogged rinse nozzles at the cuvette rinse station. Product labeling states, "cleaning cell rinse nozzles - at the end of analysis each day, clean the cell rinse nozzles. Regular cleaning prevents contamination, crystal formation, and blockages. Materials required - deionized water, lint-free gauze pads." The investigation determined the event was related to the performance of the cuvette rinse station. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable creatinine plus ver.2 results from three patient samples tested on the cobas 6000 c501 module. Patient sample 1 the initial result was 1253 umol/l. The repeat result was 57 umol/l. Patient sample 2 the initial result was 427 umol/l. The repeat result was 68 umol/l. Patient sample 3 the initial result was 1412 umol/l. The repeat result was 87 umol/l. The initial results were deemed abnormally high and not reported outside of the laboratory.